Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a bifurcation lesion located in the first diagonal of the left anterior descending artery (lad #7), which was heavily tortuous, heavily calcified and had 99% stenosis. The nc voyager balloon catheter ruptured during the inflation at 5 atmospheres. Reportedly, there was no pt effect. No add'l event or patient info is available.